Event description:
It was reported that a week after the catheter was placed in the pt's femoral vein, the user tried to change the gauze. As the gauze was removed in the pt's room, a leak from the extension line was found. It was then that the user found the extension line was separated around the middle and as a result, the catheter was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.